Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The verbatim report received states "during injection the first haptic goes down and then unfolds fast damaging the capsule". The description of the lens unfolding fast may suggest that injection was completed too quickly. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner". The rayone risk analysis identifies the following as possible causes of capsule rupture; plunger advanced too quickly, forcing jammed plunger during iol insertion and lens delivered in 's' orientation. Posterior capsule rupture is a known complication associated with cataract surgery. The rcophth nod national cataract audit report 2020 gives a rate of (B)(4)% for posterior capsule rupture. Rayner's rate of posterior capsule rupture for its rayone hydrophilic iol models is (B)(4)%. Our review of production records for the rayone spheric rao100c batch 060155934 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone spheric rao100c ((B)(6) 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone spheric rao100c batch 060155934.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occured during use of a rayone spheric rao100c. The verbatim report received states "during injection the first haptic goes down and then unfolds fast damaging the capsule".